Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2016 with the following findings: during investigation, the pump was returned with no evidence of physical damage on the battery compartment threads. The battery cap threads were stripped and unable to secure. A test cap was used and was able to secure for testing. Unrelated to the original complaint, the battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The customer alleged that the battery cap could not be removed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.